Manufacturer narrative:
The device was manufactured between 22jun2020 and 23jun2020. The actual device was received for evaluation containing 20ml residual fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor stopped during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.